Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the unable to issue exact medication. A technical support specialist (tss) remoted in contacted pharmacy. Pharmacy was able to get add 500mg to the med order and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000 the user was unable to issue exact medication. The customer mentioned that while dispensing amoxicillin 250mg, the machine was added/override with 500mg. 250 continues to be issued as 500 when selected. The customer stated that this malfunction occurred while dispensing the amoxicillin 250mg medication. There were no adverse events or injuries reported based on this event.